Event description:
Caller reported a malfunction on the pump, with the screen going dark and unresponsive. There was no adverse impact on the customer¿s blood glucose level. Customer was guided by technical support to plug the pump into a power source and received assistance in resetting the pump, after which the pump functioned correctly. Customer was advised to continue using the pump and to contact support again if the issue recurs.